Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the battery could not be inserted into the device properly and the battery loaded sound was not heard. There was a space between the device and the cartridge than usual. The tissue compression scale backlight was illuminated with both battery when it was checked with the test device. The adjusting knob was tightened properly and there was no problem in releasing the red safety. When replacing the device to manual cdh, laparotomy was performed and replaced the anvil. The patient is stable after the operation. The surgeons¿ comment: the device was inserted from the anus, and the anvil was attached to the trocar, and the trigger was grasped, but the device could not be fired. Then it was found that the tissue compression scale backlight was not illuminated. The nurse commented that it was illuminated at the beginning, but it is not sure. At least, when I received, it was not illuminated. The battery has been inserted at that time, but I thought it was a battery issue, so the battery was reinserted, but the issue did not improve. The battery was replaced, and the tissue compression scale backlight was illuminated for 0.5 second, but it became not to illuminate. So, I thought it was a device issue. The device was removed, and manual device was used and sutured. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. D4: batch # 689a43. Investigation summary: visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and with the anvil. The washer was uncut and staples were present, indicating the device had not been fired. Two batteries were returned with the device. Both batteries were visually inspected, and one battery had a slightly bent left contact. The device could not be functionally tested as the test battery could not be inserted into the device. The device¿s outer shrouds were disassembled. The device¿s left bulkhead contact was found to be severely bent. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damaged bulkhead contact and damage to the battery contact, the would not fire issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch 689a43, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/05/2023. D4: batch # unknown.